Event description:
A surgeon reports that the haptic of the intraocular lens (iol) was noted to be broken following insertion. The incision was enlarged to accomodate removal of the iol. Additional information has been requested.